Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign objects coming out of the distal end, and there was a gap between the acoustic lens and ultrasound probe. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the gap between the acoustic lens and the ultrasound probe was traced to component failure, whereas the cause of the foreign material coming out of the distal end could not be established.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.